Event description:
The user facility reported that the safety cover was deformed and did not protect the needle. Follow-up communication with the user facility confirmed the following: the nurse did not dispose of the surflo needle into the sharps container after use; the nurse continued to perform infusion procedure with the surflo in hand; at that time the nurse felt pain and confirmed that the safety cover did not shield the tip of the needle; once the pain was felt, the nurse dropped the surflo needle on the floor; upon being dropped the safety cove shielded the tip of the needle again; the nurse did incur a needle stick; and an adhesive plaster was applied.

Manufacturer narrative:
Results is based upon the evaluation of the user facility information and the returned sample is based on the evaluation of normal product sample. Conclusions is based upon the evaluation of the use facility information and the returned sample is based on evaluation of normal product sample. The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed that the safety cover shielded the tip of the needle. When comparing the safety cover of the returned sample with that of normal product, it showed the metal part of the safety cover was deformed on the returned sample, the guard cover was not on right position. A review of manufacturing and inspection records of the detector for safety cover deformation for the past six months revealed no abnormality. A review of the device history records indicated that there were no production related problems for the past six months. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is consisted with some force added to the safety cover after shielding the tip of the inner needle. The device labeling does address the potential for such an event in the instructions-for-use by statements such as, (1) "do not add some force (such as: pull, rotate, hook and attempt to re-insert a withdrawn needle) to the safety cover after shielded the tip of the needle" and (2) "dispose of the product immediately in the appropriate method after the safety cove shielded the tip of the needle [if you do any of these, safety cove might break or come off, and possible risk of needle-stick]". All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).